Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and it was noted that the ra lead threshold and impedance measurement had risen. The ra lead remains in use. No patient complications have been reported as a result of this event.